Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that there was pump skin erosion and surgical intervention occurred; there was a system explant due to pump erosion though the skin. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.